Event description:
Patient had essure implanted on (B)(6) 2012. Following the procedure pt experienced pelvic pain, dysmenorrhea and dyspareunia. An ultrasound was done on (B)(6) 2013 and showed the right sided essure had displaced into cavity. Approx 8-10 rings of essure were visualized as well as the insert still attached inside the coil. Pt taken to operating room on (B)(6) 2013, for hysteroscopy with removal of essure using forceps.